Event description:
Pt had a tunneled hickman catheter placed approx one month ago. She had one of the ports develop a leak because of user error by forced injection against the closed clamp. Therefore, the catheter became damaged. We were consulted for replacement of the catheter and the catheter was replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.